Event description:
Boston scientific received information that this physician received information that this patient had died. According to a family member, the patient "went to bed and never woke up". The patient was found the next morning and emergency medical services (ems) was contacted. According to the physician, an ems member informed the family member that the pacemaker had malfunctioned. The physician informed the family member that there were no recalls on this device and that ems was not qualified to make a claim that the device had malfunctioned. The family may retrieve the device from the mortuary and will return the device for laboratory testing. To date, the device has not been returned to boston scientific's post market quality assurance laboratory for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.